Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en route to fisher & paykel healthcare (f&p) for evaluation to determine if our product caused or contributed to the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the pressure relief valve of a rd900 neopuff infant resuscitator was found to be faulty upon device testing on the 03 december 2019. There was no patient involvement.

Event description:
A healthcare facility in samoa reported that the pressure relief valve of a rd900 neopuff infant resuscitator was found to be faulty upon device testing on the 03 december 2019. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer. Results: customer reported that the pressure relief valve of a rd900 neopuff infant resuscitator was faulty. Conclusion: based on the information we are unable to determine what caused the reported failure. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".